Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an issue with arm 4 insertion axis was limited in its range of motion. The customer had 30% of range of travel along the insertion axis. The customer confirmed that the drape was not bunched up. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to reseat the drape and check for bunching again. The tse recommended undocking and redock the arm. The customer was using arm 2, 3, and 4. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon did not disable the arm and finished the procedure with the arms he started it with at the beginning of the procedure. The surgeon finished the case robotically. The ports were placed prior to the issue. The system powered on like normal that morning without errors and went through its self-tests.

Manufacturer narrative:
Based on the claim against the product by the customer noting the arm 4 limited amount in its range of motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system and triggered no errors. The usm went through testing on a psc fixture test platform (pftp), and it passed all required tests. This was confirmed to have happened through logs, but not replicated. Upon further investigation fluid intrusion was found within the spar. The insertion rail had signs of rust or dried fluid contamination. Fluid intrusion was also found on the cannula and carriage. As a precaution, the insertion sl pca, insertion chipencoder virtual absolute (cva), and insertion rail will be replaced. To accommodate this repair insertion gaskets and the flex fiber cable (ffc's) will be replaced. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had an issue with arm 4 insertion axis was limited in its range of motion. The fse confirmed the issue and replaced the usm to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.